Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified left anterior descending artery. The lesion was pre dilated with a 2.50x12mm balloon. A 3.50x48mm xience xpedition was deployed at 10 atmospheres (atm). The stent was further dilated with a 3.50x15mm nc balloon at 18 atm pressure. After post dilation, an edge dissection was noted at the distal edge of the stent and was covered by a 3.50x15mm xience xpedition stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.